Manufacturer narrative:
Device code 2017 clarifier: excessive force. (B)(6) hospital. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, the device got stuck requiring force to remove it. The use of prostyle devices and the pre-close technique were abandoned. The ablation procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a foot break was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device got stuck requiring force to remove it. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The removal attempt against resistance appears to be circumstantial due to the difficulties experienced. A conclusive cause for the reported difficulty removing the device could not be determined based on the returned device condition. Factors that contribute to difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break not returned was found during evaluation of the returned device.